Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 4.9 mmol/l and 9.6 mmol/l. No adverse event reported. The lot number was not provided by the customer. Return of the suspect device was requested for evaluation.